Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by manufacturer: the device has been received for analysis. There was blood in the balloon and inflation lumen. Magnified inspection revealed no damage or irregularities. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from the tear in the outer shaft 6cm from the guidewire exit notch. The length of the tear was 1mm (measured with a calibrated steel ruler). The shaft tear may be consistent with perforation of the shaft wall due to stenosis, calcification and tortuosity of the target vessel. The analysis results are consistent with the reported balloon burst; though there was no damage to the balloon. Functional testing confirmed that the tear in the outer shaft prevented balloon inflation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during percutaneous transluminal angioplasty intervention procedure a balloon rupture occurred. The 99% stenosed target lesion was located in the calcified and moderately tortuous below the knee artery. A 2mm x 40mm x 145cm coyote balloon catheter was selected and advanced to treat the target lesion. Upon the first inflation, the balloon was unable to inflate. They considered that the balloon was ruptured because a back flow of blood was observed. The procedure was completed with another of the same device. No complications were reported and patient's status was good.

Event description:
It was reported that during percutaneous transluminal angioplasty intervention procedure a balloon rupture occurred. The 99% stenosed target lesion was located in the calcified and moderately tortuous below the knee artery. A 2mm x 40mm x 145cm coyote balloon catheter was selected and advanced to treat the target lesion. Upon the first inflation, the balloon was unable to inflate. They considered that the balloon was ruptured because a back flow of blood was observed. The procedure was completed with another of the same device. No complications were reported and patient's status was good.

Manufacturer narrative:
Age at the time of event : patient over 18 years. (B)(4).